Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Request has been made by dme supplier for shipment of replacement system board and blower to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.